Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 67 mg/dl at 6:06 p.m. And 433 mg/dl at 6:09 p.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot #1apec45d using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot#: 1apec45d using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.